Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer either changed pump supplies or reloaded the same cartridge to address the occlusions. Customer's blood glucose was 184-234 mg/dl. As the past occlusions had been resolved, tandem technical support was unable to determine location of blockage.